Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation of the pericardium, blood loss and chronic atrial fibrillation (af). The lead exhibited dislodgement. The lead was not replaced as patient is in chronic atrial fibrillation (af). The lead was explanted. No further patient complications have been reported as a result of this event.